Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose was 905 mg/dl to ¿high¿; although specific value was not provided. Customer was admitted into the hospital and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin which resolved the issue. Customer was released on (B)(6) 2022 with no permanent damage. Customer reverted an alternate method of insulin delivery.